Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to an infection. It was noted that the infection appeared to be attributed to the lead. Vegetation or thrombosis occurred on the lead, which traveled to the lung and caused pulmonary infarction. The system was extracted emergently. No further patient complications have been reported as a result of this event.